Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting treating a patient (age and gender unknown), the device's display blanked out. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section a2, a3a, a4, b5, and h6 (device problem code). Evaluation results: zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included stress testing, and calibration without duplicating the customer's report. Upon internal inspection, all tubing connections, printed circuit board assemblies (pcbas), and ribbon cables were confirmed to be firmly attached. The device was recertified and returned to the customer. No trend is associated with reports of this type. No trend was identified against similar claims.

Event description:
Complainant alleged that while attempting to treat a 32-year-old male patient, the device was making a clicking noise, and the display blanked out. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.